Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's chest wall is stimulated with any dual chamber pacing with the left ventricular pacing on. The lead was removed and no further patient complications have been reported as a result of this event.